Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. Additionally, since the silver frame around the sound silence button was missing, the vanity cover assembly was replaced, which is not related to the reported malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported that z ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. The replaced flow sensor was sent to the philips product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo system flow sensor for visual defects and found contamination. Pil installed the trilogy evo flow sensor on the trilogy evo test unit and ran therapy for approximately 2.5 hours and the flow sensor operated without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. Pil concluded that contamination caused the failure of the flow sensor.